Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/04/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no visual or physical damages to the platform. A review of the autopulse archive was performed and the reported complaint of the unit displaying fault 17 (max motor on time exceeded during active operation) and fault 18 (max take-up revolutions exceeded) messages was confirmed. The archive data shows that multiple fault 18 messages occurred on the reported event date of (B)(6) 2014. The archive also shows that multiple fault 17 messages occurred on (B)(6) 2014, rather than on the reported event date. In addition, the archive shows that user advisory (ua) 20 (position out of range), ua 2 (compression tracking error), and ua 45 (not at "home" position after power-on/restart) occurred on (B)(6) 2014. However, these user advisories are not related to the reported complaint. Functional testing was performed and the reported issue of the unit displaying a fault 17 message was reproduced. During compressions, fault 17 was observed and it was found that the processor board was at fault. Fault 18 was not reproduced during testing. Based on the investigation, the part identified for replacement was the processor board. In summary, the reported complaint of the unit displaying a fault 17 message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. Fault 18 was confirmed based on the archive review but could not be reproduced during functional testing. The root cause for fault 18 could not be determined. Fault 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The other user advisories observed in the archive review are unrelated to the reported complaint. The root causes for ua 20, ua 2, and ua 45 could not be determined. User advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. User advisory 20 is an indication that the encoder is not at the "home" position. Upon replacement of the processor board, the platform was re-evaluated through functional testing and passed all testing criteria.

Event description:
It was reported that during training with a mannequin, the autopulse platform displayed a fault 17 (max motor on time exceeded during active operation) message. Then, during a shift check, the platform consistently displayed a fault 18 (max take-up revolutions exceeded) message. Customer extended the lifeband but the message did not clear. No patient involvement was reported. No further information was provided.